Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12527. It was reported the patient experienced ineffective stimulation approximately four months ago. The patient stopped using and charging the system at that time and the ipg battery depleted. The physician explanted the ipg and replaced it with a different model. The patient reported receiving effective stimulation postoperative. The reported issue has been resolved.(reference MFR report #1627487-2015-12528 for the ipg).